Manufacturer narrative:
Section d10: concomitant products: 14mm x 80mm stem - ps 2x17mm poly (cat# 02-022-35-2017), tibia extension screw (cat# 204-70-00). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 3.5 years post initial right tka, the 62 y/o female patient had a revision due to stemmed tibia component loosened over time from its initial implantation. The surgeon determined that the patient's tibia component was loose due to patient pain in the area and from shifting component position seen on x-rays. The poly was removed followed by the tibia component and stem. The surgeon re-implanted with a size 2 tibia with 10 mm augments and a 120mm stem. It was determined during implantation that the stem received a very good press fit. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays images received. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due hospital policy. Concomitant products: 14mm x 80mm stem, ps 2x17mm poly (cat# 02-022-35-2017), tibia extension screw (cat# 204-70-00).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely due to tibial loosening. Failure of the cement used to secure the tibial tray to the respective bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.